Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The last bolus the patient administered was 5 units of insulin when their blood glucose level had been 349 mg/dl. The patients reported blood glucose level had decreased to 26 mg/dl. The patient had lost consciousness. Once at the hospital the patient was treated with shots of glucagon. The patient had consumed a sandwich, chips, orange juice and an apple. The patient was released from the hospital after 3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.